Manufacturer narrative:
A partial piece of the lead was analyzed by the distributor of the lead, (B)(4). All 4 filars of the coil fractured at 12.4 cm from the pin. The outer insulation has a cut at 12.5 cm. Light coil imprints were in the insulation around the cut area of 12.5 cm. No insulation abrasions or surface abrasions were in the fracture area. The fracture ends of the coil were examined by (B)(4). The fractured surfaces of the 4 filars were smoothed indicating a continuous rubbing of the fractured ends together after they fractured. The smoothing of the fractured filar surfaces also indicates some repetitive motion was involved in the lead fracture. The device was not returned to greatbatch medical for analysis.

Event description:
It was reported that the pt presented to the emergency room with intrinsic rhythm of less than 30 ppm and lead impedance of >2500 ohms. The lead was confirmed to be fractured via x-ray.